Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6 one 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa af ablation procedure, a valve leak was noted. After the sheath was inserted, the physician stated the valve was leaking. The sheath was exchanged with another sheath and the procedure went without complication.